Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Correction: disability does not apply to regulatory report 3004209178-2017-01330. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer's representative (rep) on (B)(6)2017. It was reported by the rep that the patient's pump was replaced on (B)(6) 2017.

Manufacturer narrative:
Analysis of the pump also found motor feedthrough anomaly and shorting across the insulator.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer's representative (rep) regarding a patient receiving 2,700 mcg/ml compounded baclofen at a dose of minimum rate and 500 mcg/ml morphine at a dose of minimum rate via an implantable infusion pump for intractable spasticity and other spasticity. It was reported that on (B)(6) 2017 a dye study was performed and it went well. The pump was updated to re-prime the catheter. The patient heard a critical alarm. The pump was showing low battery reset in the logs and indicated the pump was in safe state. The rep did not see this message upon interrogation initially but sees it now looking back. It was unknown if the patient experienced any symptoms. Additional information was received from a manufacturer's representative (rep) on (B)(6) 2017. It was reported that as an action/intervention to resolve the pump showing low battery reset and safe state the rep had to reprogram the pump 4-5 times back to baseline settings. Each time the pump would reset itself and enter safe state. The rep was finally able to get the pump to maintain programming however, the critical alarms continued to sound. The early replacement indicator (eri) was still estimated at 4 months. No cause was determined in regards to the pump showing low battery reset and safe state. The patient was being scheduled for an emergent replacement. The pump was scheduled for replacement this friday ((B)(6) 2017). The rep planned to immediately take possession of the explanted pump and return it to the manufacturer for analysis.